Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had poor sleeve function. This was discovered after use. The following information was provided by the initial reporter: rubber can¿t recover the np needle after removing vacutainer tube, caused blood exposed to holder and increase blood exposure risk.

Manufacturer narrative:
Investigation summary: a sample was provided for investigation. The sample was evaluated and the customer's indicated failure mode for poor sleeve recovery with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to poor sleeve recovery was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the returned sample, the customer¿s indicated failure mode for poor sleeve recovery with the incident lot was observed. However, evaluation/testing of the retain samples was conducted and poor sleeve recovery was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had poor sleeve function. This was discovered after use. The following information was provided by the initial reporter: rubber can¿t recover the np needle after removing vacutainer tube, caused blood exposed to holder and increase blood exposure risk.